Event description:
A hospital in (B)(6) reported that the limb of an rt380 adult dual heated evaqua2 breathing circuit had a hole and it appeared that its thin walls were "blown out". This reported prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device has not been returned to the manufacturer for evaluation. Our analysis is accordingly based on the event description and our knowledge of the product. If the complaint device had been returned to the manufacturer, a visual inspection would have been performed. Based on our previous investigation, it is possible that there is a hole in the dryline of the breathing circuit. We were unable to determine what had caused the hole in the dryline. Every half hour a dryline from production is pressure tested, if it fails all production from that half hour period is set aside for further checking. A lot check revealed one other similar complaint of this nature for this lot number. The user instructions supplied with the rt380 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).